Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14g05040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was discarded, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during dwell one of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they disconnected in the dwell phase with proper disconnect procedures after they got the alarm but did not reconnect after. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr reviewed proper procedures and had the hp cycle the power on the hc to clear the alarm. The hp would perform continuous ambulatory peritoneal dialysis to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.